Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, upon anastomosis, the device had incomplete staple line. They resected and re-stapled, to complete the staple line. The anvil could be tilted after firing. They had a new anastomosis and used another device to complete the case. There was no patient injury.